Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient received a vibratory alert that the patient¿s device was in bvvi; hv therapy was still available. A download via the engineering test page restored the device to its intended settings. The patient will be followed normally.